Event description:
We have become aware of a potential issue with our treatment planning/treat-station used with our medical linear accelerator. It has come to our attention during patient setup, the operator noticed that the cone beam contour has been altered and does not match the original structure set. This issue can result in potential mistreatment of the operator is not paying close attention to the contour shift on the system screen. It's important to note, no patients were mistreated as a result of this issue. The contour shows correctly in other related workstations.

Manufacturer narrative:
Results - other - investigation is currently pending and the root cause has not been identified.